Manufacturer narrative:
The device will not be returned to the service center for evaluation as the unit is functioning as intended.

Event description:
The service was informed that during preparation for use, the monitor would not power on. The user facility reported that during troubleshooting it was determined that the unit¿s power supply had an issue. The power supply was replaced. The intended procedure was completed with the same device. There was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. The legal manufacturer reviewed the content of this complaint for further investigation. The root cause could not be determined since the device was not returned. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The legal manufacturer reported that the most likely cause for the ¿monitor not powering on¿ is as follows: it is assumed that the power supply board and control board temporarily malfunctioned.